Event description:
It was reported that the patient presented to in clinic follow up with arrythmia and that the atrial lead exhibited under sensing of events due to decreased sensing amplitudes. The lead was successfully explanted. The patient was stable.